Event description:
Reportedly, the pacemaker did not alert about the lead problem, nor did the report in smartview

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data highlighted ventricular oversensing and high ventricular impedance, both most probably due to ventricular lead issue. Upon reception the active device teo dr s/n (B)(6) functions properly. The proximal section of the lead is still correctly connected in ventricular connector therefore, no connection issue is suspected. The remote monitoring system from teo doesn¿t trigger alert. It can send data when the transmission initiated by the patient. No general malfunction is suspected on the active device teo dr s/n 019cv081. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the pacemaker did not alert about the lead problem, nor did the report in smartview.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.